Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the insulin pump alarmed button error during a bolus attempt. The insulin pump also had a frozen display, unresponsive buttons and a constant beep. Nothing further was reported.